Event description:
Customer reported that pump battery would not charge and received a power source alert 07. There was no adverse impact to customer¿s blood glucose level. Customer had tried various cords and power sources before contacting support. Technical support educated customer on need to leave device uninterrupted for 30 minutes using recommended power supplies and planned to follow up after 30 minutes due to customer's frustration. Upon follow up, distributor confirmed the pump was replaced.